Manufacturer narrative:
It was indicated the lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to high threshold measurements as a result of dislodgement. Attempts to reposition the ra lead were unsuccessful as the helix would not extend. No additional adverse patient effects were reported.